Event description:
It was reported that the physician's handheld is not holding a charge and the physician would like a new programming tablet. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date. No additional relevant information has been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 05/13/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 05/15/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.